Event description:
It was reported the pump software did not suspend insulin delivery. Customer's blood glucose (bg) was 53 mg/dl. Customer consumed carbohydrates to address bg level. Although requested, contact declined to upload the pump for tandem technical support to investigate further. Reportedly, customer requested instructions for pump reset. Tandem customer technical support provided pump reset instructions to customer to resolve issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.